Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that an energy error occurred during surgery. A company representative guided the surgeon through the process of clearing the error and restarting the procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
Service technician assisted customer on site and the system was recalibrated by customer. Clinical application specialist was contacted and to assist completing the surgery. Local risk management team assessed the error and concluded that the residual risk remains unchanged and at acceptable level. No increased risk for patient, user or third party. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. (B)(4).